Event description:
It was reported that the ball socket jammed. No patient injuries were reported. No backup was available.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. Functional evaluation of the device did not reveal any malfunction. Further testing was performed after six (6) hours of burn-in, and no malfunction was observed. The complaint was not confirmed and the root cause could not be determined. The reported malfunction of ¿ball socket jammed¿ is not related to the device. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.